Manufacturer narrative:
Image review: the submitted image appears to display acp with missing locking/anti-migration feature. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2016, intra-op, the locking mechanism of the plate broke and was separated. The plate was implanted inside the patient without the locking mechanism. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the lock has separated from the plate. If the plate is moved past the detent to the outside of the plate, it will separate. There are witness marks on the lock indicating there was pressure placed on the lock to the outside. If information is provided in the future, a supplemental report will be issued.